Event description:
Equipment was determined to be faulty. A peripheral stent was deployed outside of the patient's body; no harm to patient. This product was not used on the patient; a new device was obtained and utilized for the procedure without incident.